Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8711, lot# n122996028, implanted: (B)(6) 2007, product type: catheter. Product ID 8590-1, lot# n123502, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
On (B)(6) 2014, information was received from a consumer regarding a patient who was receiving unknown medication at an unknown dose/ concentration via an implantable pump for non-malignant pain and join pain/arthritis. It was noted the patient at the time of report was receiving fentanyl and clonidine at unknown dose/concentrations. It was also noted that at implant the pump was filled with morphine sulfate 10mg/ml however it wasn't specified if the medication remained unchanged during the course of the event and the patient had transferred to a different health care provider (hcp). The patient's medical history and concomitant medications were not specified. When the pump was working well, the patient had issues urinating. The patient had retention since implant. It was noted the pump had been sitting on her bladder since implant. Further information was received on (B)(6) 2015 from a health care provider (hcp) via a clinical study. It was reported the site pulled up the patient's old medical record. The subject reportedly never had complaints of urination/bladder issues. The site hadn't seen the patient since (B)(6) 2013. It was noted the site would try to reach out to the subject for further information. It was further reported later the same day, on (B)(6) 2015, that the patient had moved to (B)(6) and transferred care to a different hcp around (B)(6) 2014. No further information was provided. Additional information has been requested regarding the medication within the patient's device, concomitant medication, medical history, what symptoms the patient was experiencing, what the cause of the event was, if there was any troubleshooting, interventions or other actions taken and how t he patient was now doing but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.